Event description:
The suspect device result was 176 mg/dl. The user did not dose insulin. They ate a donut and passed out while driving their car. They wrecked the car and was taken to the hosp. They said the hosp told pt their glucose was 33 mg/dl. And they treated pt with a glucose IV. Controls were not used. The device was repalced and requested to be returned for eval.